Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was sucessfully achieved. As the pt was ambulating (5-6 hrs post device deployment), they felt a "pop" followed by the onset of arterial bleeding. Manual pressure was held and hemostasis was again achieved. There was no hematoma noted, and the pt was discharged home without furhter difficulty or sequelae.